Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 527mg/dl and issues with the infusion sets. Customer treated with a syringe. Troubleshooting found that the customer contacted their doctor about their high blood glucose. Customer declined high blood glucose troubleshooting. No further details given.